Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 192 mg/dl, and the meter bg reading was 92 mg/dl. Reportedly, a second cgm bg reading was 196 mg/dl, and the meter bg reading was 94 mg/dl. Reportedly, a third cgm bg reading was 198 mg/dl, and the meter bg reading was 96 mg/dl. Subsequently, on (B)(6) 2021, the customer was admitted to the hospital. The customer received intravenous and fluids of saline and insulin. On (B)(6) 2021, the customer was released from the hospital with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.